Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This patient developed severe sepsis four days after getting the flu. The patient developed encephalopathy from dehydration and ultimately expired one day after this system explant. Should additional information become available, this event will be updated.